Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the united states by the patient that the battery connection of the controller was loose. The patient reported that "it will spin independently and is coming away from the controller so wires are visible under it". The patient also reported a loss of power prompting him to change to his back-up controller. The controller was removed from service, and the patient was provided a new controller. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicated that controller log files are not available. The controller sounded "power disconnect" alarm. The patient denied applying excessive force when trying to connect the power sources to the controller. The device had not been dropped. The exchange was well tolerated by the patient. The controller, (B)(4) was returned for evaluation. The unit was initially returned on november 02, 2015. Review of receiving documentation revealed that the controller was removed from storage and is unaccounted for. An internal investigation was opened to further evaluate the whereabouts of the controller. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed. Analysis could not be performed as the device was not available for analysis. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.